Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission several episodes of noise was observed on the ventricular lead. Low impedance alert was also triggered. Due to noise and impedance issue lead insulation issue was suspected. Patient did not have any intervention and lead revision was discussed. The patient is pacemaker dependent. Physician elected to continue to monitor the patient. No further information available at this time.

Event description:
New information received states that the patient presented for a generator change procedure due to upgrade. During the procedure the right ventricular (rv) lead was explanted and replaced. No patient symptoms were reported and the patient was stable throughout.

Manufacturer narrative:
Visual inspection noted that the lead was bent/kinked adjacent to the suture sleeve at 15.7cm from the connector pin. The outer insulation was wrinkled and the inner coil was exposed at this location. The inner coil was stretched and fractured at this location. X-ray examination showed multiple inner coil filars were broken at 15.5cm from the connector pin. The cause of the reported noise and low impedance was an internal short isolated to the damage found on the inner coil.